Event description:
Patient had smith and nephew renasys wound vac to her right knee after a multi-trauma event she sustained. Wound care rn went to bedside to perform the initial post-op dressing changes as ordered. As rn took the dressing down, she noticed the tubing to the wound vac was kinked and not allowing the exudate from her wound to be sucked away from the site and that the pump was not alarming as if there was any noted issues. The pump light was still lit as green indicating there were no issues and there was no audible alarm to trigger staff as to any issues with the pump/tubing. Rn noted there was serosanguinous drainage from the site that should not be present. Rn removed all dressings, took pump out of service and notified the md. Pump was discontinued (dc'd) and taken out of service. Pt's wounds were reassessed and dressed as ordered by the md. Pt remains an inpatient recovering from her many injuries.